Event description:
It was reported that no resistance was felt during removal of the protective sheath from the stent implant; however, the stent moved and dislodged onto the stent delivery system (sds) shaft. The device was not used on the patient. The procedure was concluded successfully by using another unknown device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.